Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-12394. It was reported the pt's heart rate and blood pressure went down during a trial lead implant procedure. The physician removed the leads and abandoned the trial. The pt was stabilized and is doing fine. Note the pt rec'd two leads from different lot numbers. Both leads are being reported.